Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shutdown unexpectedly early in the morning when the customer was sleeping. It was thought that the pump was charged to 35% last night. After seeing the pump had shut down, it was plugged into a power source and the "welcome screen" appeared. The customer reloaded the same cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was 345 mg/dl with a high level of ketones that the contact thought was dangerous. An insulin injection was administered to address the bg level.